Event description:
It was reported that an arteriotomy closure of common femoral artery was attempted using a proglide device after an intervention procedure. Reportedly, after suture deployment and the needle plunger was retracted, a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device was deployed as evidenced by the presence of blood. Analysis found the returned body of the device, lever, foot, guide and sheath with no damage detected that would contribute to the reported needle to cuff miss. Both ends of the foot were examined and there was no evidence of needle strike marks detected. A proxy plunger was used to test the needle trajectory and was acceptable and not a contributing factor in the event. The needle trajectory of each device is inspected during manufacturing to assure the device operates according to specifications. In this case, the analysis of the returned components found no indication of a product quality problem that would have contributed to the reported cuff miss. To assure that all products perform according to specifications they are subject to inspection during manufacturing. Each finished goods lot is inspected by sampling. The analysis of the returned components found no indication of a product quality problem that would have contributed to the reported cuff miss. Based on the returned components and reported information, a definitive cause of the reported cuff miss could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.